Event description:
It was reported the patient was admitted to the hospital for chest pain and phrenic nerve stimulation. Chest x-ray revealed the lead had dislodged and perforated the myocardium. The lead was repositioned and remains in use. After the procedure, a small pericardial exudate was present but the patient felt well. Later the same day, patient experienced a drop in blood pressure. Patient was treated for cardiac tamponade and hypovolemia and patient's condition improved. Patient was discharged, but re-admitted to the hospital again approximately two weeks later due to chest pain. Acute coronary syndrome could not be confirmed so the patient was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.